Event description:
The patient reported lead erosion through the incision site. An explant procedure was performed on (B)(6) 2023 and the patient was doing well in recovery. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the clinician did not create subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil. Additionally, the patient has thin skin. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to inadequate fixation as the clinician did not create subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.